Event description:
Report received of the prepierced reseal on the t-connector detaching from the proximal end of the extension set during flushing of the extension set. The set was being utilized as a saline lock, and the IV access was located in the pt's hand. The nurse added a clave valve to the proximal end of the extension set. The nurse was attempting to flush the set prior to an unspecified, non-critical drug administration. A 10cc pre-filled syringe of normal saline was attached to the clave valve. While attempting to flush the line, the customer reported that the prepierced reseal port detached in one intact piece from t-connector of the extension set. A "minimal" amount of blood loss was reported. The extension set was replaced and the IV was then flushed without further incident. There was no reported adverse pt effect. Though requested, no additional info was available.